Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient went for emergency surgery for a vascular repair. The patient had an angio-seal device inserted following an angiogram in the right femoral artery. Femstop was applied when the hematoma developed on the (B)(6) 2019. Reg r/v, regular observations, bed rest, ultrasound scan (uss), then computed tomography (CT) which confirmed the bleed. Additional information was received on 07oct2019. The patient returned to surgery, however, later went home. Additional information was received on 11oct2019. A femoral angiogram was performed and then the angio-seal was deployed. This was not deemed a high puncture and considered a late angio-seal issue. The patient was harmed. Additional information was received on 15oct2019. This was an acute coronary syndrome (acs) patient. The following morning after the procedure the patient was mobilized, however, then had an external bleed which required manual compression and observation. The procedure performed for the patient prior to use of the closure device was a percutaneous coronary intervention (pci). The procedural sheath size used was a 6 french. A pre-deployment angiogram was performed. On review it was a pa so unable to see the bifurcation or iea. Appeared above mid femoral head, and no second image was obtained. Hemostasis was thought to be achieved at the time of deployment. They were unable to tell from femoral angiogram if the puncture site is considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient is home.